Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The cartridge cap was not returned with the device and a new one was used for testing purpose. Visual examination of the pump showed no signs of damage. Delivery and accuracy tests were performed, the pump was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The reporter states the pt's blood glucose began to rise for which they changed out the infusion set. This did not help bring the pt's blood glucose down, and the pt was hospitalized for what was diagnosed as diabetic ketoacidosis. The reporter stated that the "lock cap was very loose and she had been taping it down". The device will be returned for evaluation.